Manufacturer narrative:
Additional information: d1, d4, d9, g1, g3, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed and the reported issue of ¿crack¿ was not observed in the device; however, a leak between the tube and the luer was observed. Clear passage test was performed and no defects were observed. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set had a crack near the connection to a non-baxter needleless connector resulting in a medication leak. The issue was further described as "the syringe line on the red lumen was found to be cracked and leaking". This was observed when flushing the set. The syringe line (set) was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.